Event description:
It was reported to philips that the system's monitor had a display problem, which could prevent images from being displayed. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the monitor had no display. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.